Event description:
While transporting a cardiac patient to the hospital on high flow nasal cannula, anapod failed to reach target temperature. A second circuit was tried and also failed to reach target temperature. Hamilton ventilator was delivering above set amount of oxygen with constant ¿high oxygen¿ alarm except when not attached to high pressure oxygen source. Device was removed from use and given to bio-med for evaluation. No direct harm to patient. Patient was discharged at his baseline.